Manufacturer narrative:
Information regarding section d11: boston scientific's jagwire 0.035inch. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report of catheter damage. The balloon was returned with bends/kinks and damage to the blue catheter. The catheter was kinked at the 214.5 cm and 216.5 cm areas and the 220 cm and 221 cm areas. The catheter had also been twisted and kinked at the 226.5 cm location. All locations were measured from the distal tip of the catheter. The balloon to catheter joint was smooth and verified using a ring gauge. The catheter was also passed through an olympus gif-q20 103cm endoscope with a 2.8mm channel without any difficulties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the most likely cause of the reported catheter breakage and scope advancement difficulty are related to use with a non-compatible scope, with the patient's heavily tortuous anatomy and failure to lubricate the device prior to advancement as contributing factors. The information received for the complaint indicates that the scope used in the procedure was a double balloon fuji en-450t5/w long type and the anatomy was heavily tortuous. The endoscope length for this model is too long to allow the entire balloon portion of the device to exit the scope. Additional information received indicates that lubrication was not applied to the balloon prior to use. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding this report: based on the information provided, that lubrication was not applied prior to advancement through the endoscope and a non-compatible scope was used, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During dilation of the small intestine, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The physician inserted the device into the endoscope but the proximal part of the balloon would not pass through the tip of the endoscope. The device was received for evaluation on 20-february-2020 with bends, kinks, and damage to the blue catheter of the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Concomitant medical products: boston scientific's jagwire 0.035inch. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The balloon was returned with bends/kinks and damage to the blue catheter. The catheter was kinked at the 214.5cm and 216.5cm areas and the 220cm and 221cm areas. The catheter had also been twisted and kinked at the 226.5cm location. All locations were measured from the distal tip of the catheter. The balloon to catheter joint was smooth and verified using a t4504 ring gauge. The catheter was also passed through an olympus gif-q20 103cm endoscope with a 2.8mm channel without any difficulties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The product was returned for evaluation and the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report with product evaluation information, investigation conclusion, and corrective action. Additional information regarding this report: based on the information provided, that lubrication was not applied prior to advancement through the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The physician inserted the device into the endoscope but the proximal part of the balloon would not pass through the tip of the endoscope. The device was received for evaluation on 20-february-2020 with bends, kinks, and damage to the blue catheter of the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.